Event description:
Report received of a pt tampering with the device to self administer a narcotic. The pt was receiving meperidine 10mg/ml via the pump. Though requested, the pump settings were not reported. The customer contact stated that the pt was a drug abuser that was seeking narcotics, and the details of the pump settings were not important. According to the customer contact, on the first day of the event, the pt's pump was alarming and the syringe was empty. The nurse inserted a new syringe into the pump. The next shift, this same event occurred. The pump was alarming and the syringe was empty. On the following day, after the nurse changed the syringe, the pt went into the bathroom and the pump began to alarm. The nurse was knocking on the door, but the pt would not let the nurse in. After a few minutes, the pt came out of the bathroom. The syringe was empty and the pump was alarming. It was reported that there was no adverse event with the pt and no medical interventions were required. The pt reportedly stuck an object under the pump door where the tubing exits and pushed on the plunger of the syringe to deliver the medication to himself. The plunger of the syringe was reportedly "all scratched up". The pt's pain management therapy was changed to im injections, and the pt left the hosp. Though requested, no further info was available.